Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump would turn off randomly and then come back on when she inserted a new battery. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump booted up once installing an aa battery no blank display was noted. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Blank display was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.